Event description:
In (B)(6) 2014, the pump ran out of medication. Per the patient, ¿she didn¿t realize she went too far with her refill timing.¿ the device system was delivering morphine. No additional information was reported about the event. Further follow-up is being conducted to obtain additional information regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).